Event description:
The customer reported: there was leakage from the tubing near the cassette. Another cassette was primed instead for surgery. No pt impact was reported. Additional info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).